Event description:
The user facility in (B)(6) reported the cutter function did not operate. The doctor replaced the cutter and the procedure was completed. Multiple packs were reported, but the user facility did not indicate if they were all in contact with the pt. Additional info: the cutter was not tested prior to surgery. The aspiration continued while the cutter stopped. There was no pt impact.

Manufacturer narrative:
Eval completed. Two 20ga cutters were returned in a zip lock bag with a post-it notes stating bl5620, lot u9073. Functional testing was performed using a stellaris pc system. The cutters had good clean cuts at various cut rates. The cutters aspirated and cut was requested. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2, see 1920664-2012-00240.